Event description:
A pt service representative assisting a (B)(6) male pt contacted zoll customer support to report that she was unable to perform a baseline for the pt, despite multiple attempts to adjust the belt and garment. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon evaluation, there was a pinched wire in ECG c, causing the -5v source to short to ground. This caused excessive noise on both channels. The root cause for the pinched wire cannot be positively determined, but may be the result of an assembly error. No adverse event resulted from the noisy signal. The pt received a replacement electrode belt.